Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture had to be removed due to non-union. Surgeon comment: "nail and proximal screws removed. Distal interlocks were not in the nail and had been placed laterally so the screws were left as I didn't want to risk damaging any nerves or vessels. Sequestrectomy and debridement carried out down to clean, bleeding bone. External fixator applied."